Manufacturer narrative:
All available information was investigated, and the reported clip opening during efaa could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided imaging was reviewed by an abbott senior associate research fellow. Based on available information, the reported efaa appears to be related to user perception of normal clip settling, per the imaging review. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip xtw was implanted successfully on the medial side of the anterior-2/posterior-2 (a2/p2) leaflets successfully. A mitraclip xt was then placed lateral to the first clip to further reduce mr. While completing the lock test, the clip opened to greater than 45 degrees. Troubleshooting was preformed by returning the clip to loose neutral, opening the clip to 120 degrees, fully closing the clip, and checking the lock again when it was identified that the clip opened to greater than 45 degrees. The mitraclip xt was then removed from the patient, when the clip became caught in the chordae, troubleshooting was performed successfully and the clip was removed from the patient without any evidence of chordae or leaflet damage. A new mitraclip xt was advanced within the patient and successfully placed, during the first lock test the clip opened to approximately 20 degrees. Troubleshooting was again completed per IFU, when the clip settled to approximately 20 degrees. The physician decided to deploy the clip to ensure there would be no additional contact with the chordae, and the procedure was discontinued. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.